Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a percutaneous lead repair. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist device (hmii lvad), serial number (B)(6), and the cause for the driveline repair could not be conclusively established at this time, and no product was returned. Abbott technical services looked at the repairs at vcu, and the only record for percutaneous lead repair related to (B)(6) technical services has in servicemax occurred in 2016, none after that (MFR # 2916596-2016-00463). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) and heartmate ii patient handbook is currently available. Sections of the hmii IFU, as well as sections of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information provided. The manufacturer is closing the file on this event.